Event description:
It was reported that an episode review for the patient with this right atrial (ra) lead identified atrial tachycardia response (atr) events, atrial undersensing and noise. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).